Event description:
The pt experienced a loss of therapeutic effect following a pump and catheter replacement. An inflammatory mass was reported. The pt was admitted to the hospital. The patient's status was reported as "fair". The pt was encouraged to contact his hcp. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
Catheter.